Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monitor involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure mode. The loss of image was due to a defective main board. The main board was replaced and upgraded to the most current revision.

Manufacturer narrative:
This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon experienced no video in the right eye of the surgeon side console. The customer was instructed by isi technical support to restart the system and check the ssc, at which time the left eye had a circle icon but nothing appeared in the right eye. The customer decided to use a second ssc to complete the planned procedure. The customer confirmed there was no patient harm and the procedure was completed successfully. An isi technical field specialist (tfs) went on site and was able to reproduce the reported failure mode experienced by the site. The tfs replaced the high resolution stereo viewer (hrsv) monitor to resolve the issue.